Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7078536, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7078679, UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were removed due to an unknown reason. The explanted devices will not be returned. No further information could be obtained despite good faith efforts.